Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's technical service center regarding a check heater line (chl) alarm, which occurred on the homechoice (hc) during use, during day fill 1 of 1. The baxter technical service representative (tsr) explained the alarm and the possible causes. The home patient (hp) stated he checked the flow out of the heater bag. The tsr asked how the hp checked the heater bag and the hp stated he disconnected the bag and drained fluid out. He then reconnected the bag to the line. The tsr explained the setup was compromised and therapy would need to be end. The tsr had the hp cycle the power. The fill volume (fv) equaled 0ml and the initial drain volume (idv) equaled 1837ml. The tsr helped the hp to end therapy and instructed the hp to start over with new supplies. The call completed. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(4) 2012 and he was able to resume therapy after starting over with new supplies. He did not notice anything unusual with any of the previous supplies. He would review proper aseptic techniques with his nurse regarding him disconnecting and reconnecting a bag in therapy. Since then he has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.